Event description:
It was reported that this left ventricular (lv) lead exhibited low intrinsic amplitude measurements. No undersenslng was noted. Boston scientific technical services (ts) confirmed that the device appears to be functioning as programmed. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).